Event description:
It was reported that the pt was treated at the emergency room for elevated blood glucose levels after the pump self-rebooted.

Manufacturer narrative:
The pump was not returned to animas. If the pump is returned, animas will conduct an eval and a supplemental report will be filed. No conclusion can be made at this time.